Manufacturer narrative:
During troubleshooting, tac instructed the customer to disconnect the serial digital interface (sdi) cable going into the provation universal serial bus (usb) converter box from the video system unit and connect the video system unit output to the monitor to see if he had a good image. The video system unit and sdi cable output displayed a good image on the monitor and was working as intended. The user will need to troubleshoot the provation system for the white screen issue. Tac advised the user to reboot the provation computer as there may have been an interruption in communication with the provation computer. When the provation computer booted back up, the computer indicated the com port hasn't been configured. Tac informed the user that the error is on provation's end and would have to contact provation to correct the issue.

Event description:
The technical assistance center (tac) was informed by the user facility that the image from the evis exera iii video system center to the information management software (provation) produced a white screen. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-04406. The legal manufacturer performed a device history record review and review and no abnormalities were noted. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported white images was likely attributed to be a problem of third party product as the white image appeared on the third party product, and there was no problem when the output of the device was displayed directly on the monitor. Olympus will continue to monitor complaints for this device.